Event description:
It was reported that this right ventricular (rv) lead presented a high out of range shocking impedance measurement above 125 ohms. The rv lead shocking impedance measurements had been increasing. Technical services was consulted and recommended monitoring the lead. Ts noted that all leads were increasing and decreasing together, indicating that the trend appeared physiologic. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).